Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appeared intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was not confirmed. At this point it is not possible to determine the etiology of the white material found on the device. A manufacturing record evaluation (mre) of lot number 6728935 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that there are issues relating to manufacturing. Based on the information provided by the reporter, this device was implanted after its sterility expiration date. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant medical products: mentor smooth round moderate plus profile 550cc saline breast implant, catalog # 3502550, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 500cc and experienced deflation on the left breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2019.